Event description:
While using phaco hand piece blue fiber looking material coming out of the holes in the sides of the hand piece.

Event description:
Fibers were blue in color, but were not saved for eval. Pt is fine. As stated above, no sample was retained or returned for eval. The device was disposed of by the customer. There have been no design changes to the product that would have contributed to the reported event.